Manufacturer narrative:
H10 manufacturer narrative: h3, h6: siemens healthcare investigated the reported issue in detail. It was stated that the local service technician found that both emergency stops on the bucky wall stand were not working. The system was repaired on site by the technician. According to the information received from the service technician, the cable for the bucky wall stand emergency stops (slot x32/d802) was plugged into the wrong slot in the generator cabinet. After correcting the incorrect wiring, both emergency stops and thus the system was functional again. In general, the customer is recommended to perform daily checks on the system as described in the user manual (see xpb7-030.620.01.01.02, register 5 "functional and safety check"). This would have made it possible to detect that the emergency stops were not working. The affected system has been in operation since 2015. During maintenance, the facility technician should also have noticed that the emergency stops were not working. Despite several requests and reminders, it could not be clarified how the wiring was incorrectly connected and how long the emergency stops were without function. No maintenance log was provided. Based on the available information, it cannot be determined how long the emergency stops were inoperable. In case of a malfunctioning emergency stop, the customer has the possibility to stop any movement immediately with the additional emergency stops on the table and the control room module. No general problem was identified. The complaint is closed with this statement and without further measures.

Manufacturer narrative:
Manufacture¿s preliminary analysis: the complaint issue was determined to be due to faulty wiring. The investigation is ongoing. Initial corrective actions/preventive actions implemented by the manufacturer: the customer service engineer repaired the faulty wiring problem related to the wiring inside the generator. The system was repaired. A supplemental report will be submitted if additional information becomes available upon completion of the investigation.

Event description:
During system maintenance, the customer service engineer (cse) noticed that both emergency stops on the bucky wall stand were not functioning. It is understood that the cse later resolved the issue at the affected site by repairing faulty wiring. According to the system operator manual, the functionality of the emergency stop buttons must be checked daily. A malfunctioning emergency stop button can thus be detected by the user. In case of unresponsive emergency stop buttons on the bucky wall stand, the emergency off button in the examination room can be alternatively used.